Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found a faulty collar wash waste solenoid valve on reagent probe b. The fse replaced the reagent probe b collar wash waste solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported amm (ammonia) failed calibration and found a leak from reagent probe b on their unicel dxc 600i synchron access clinical system. The customer stated the leak was contained to the instrument with an approximate volume of 20 cc. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.